Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that high out of range pacing impedances and a lead fracture was suspected on this right ventricular lead. A revision took place and this lead was surgically abandoned. No adverse patient effects were reported.